Manufacturer narrative:
Lot review: reported lot # 3357083, (mfg date 11/2016) shows (B)(4) units were manufactured, tested, inspected, and released with no exception documents cited.

Event description:
Complaint received for one (1) list# (B)(4), microclave® neutral connector, lot # 3357083. Report states, chemo leaked at blue cap/port tubing connection. Patient sitter noticed right away. Had to pause for unscheduled changeout. No adverse patient consequences were reported.